Event description:
The patient was revised due to a malpositioned stem and soft tissue laxity causing head and cup to articulate that caused metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised due to a mal-positioned stem and soft tissue laxity causing head and cup to articulate that caused metallosis. Doi: (B)(6) 2004 dor: (B)(6) 2012 (hip). Examination of the returned item and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. No additional information was obtained. As reported the evidence shows that there was on-going impingement because of a mal-positioned device. It was also reported that patient soft tissue issues and lack of muscle strength were the primary reasons for the reported problems. Product error is not suspected. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.